Event description:
Update 02/19/2014 - medical records were obtained. Medical records identified the dob and the doi, which will be updated. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 03/06/2014.

Event description:
Update: (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised at their own request. Part and lot have been provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected information implant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation received alleging that the patient suffers from pain and discomfort.